Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) pump and is requesting a revision of the device. No patient complications were reported.